Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including an ipg, on (B)(6) 2009. It was reported that the patient can no longer establish telemetry between his ipg and charging system and programmer. Replacement external devices were unsuccessful at resolving the issue. Follow up on the patient found that he still feels stimulation. An x-ray was taken and showed no anomalies. The patient reported that he fell in early (B)(6) 2011, and then he began experiencing the issues with his ipg. The patient stated that he was admitted to the hospital as a result of the fall. The physician suspects that the patient may have hit the ipg during the fall. The physician plans to explant/replace the patient's ipg. No further information is available at this time.